Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and no fault was found with the distal end condition. If additional information becomes available a supplemental report will be filed.

Event description:
It was reported, the evis exera ii ultrasound gastrovideoscope had multiple fragments fall off of it. According to the intitial reporter, when they would run their fingers over the crack where the adhesive sits, the fragments would fall from it. There was no patient harm or consequence reported as a result of this event.